Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: ¿ what is the lot number?=>unk to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. During an unknown orthopedic surgery, the suture was broken during use. There were no adverse consequences to the patient. Additional information was requested.